Event description:
It was reported that the patient was experiencing ineffective relief from their scs system. Surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
Event date is estimated. The allegation is against one of two leads; however, it is unknown which leads, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: octrode lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000117520.

Manufacturer narrative:
Section a4: during processing of this incident, attempts were made to obtain patient weight. Further information was requested but not received. A patient experiencing ineffective stimulation was reported to abbott. The patient was in a car accident. The revision surgery has not been scheduled yet. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Manufacturer narrative:
A patient experiencing ineffective stimulation was reported to abbott. The patient was in a car accident. The patient underwent a full system replacement. The ipg was inoperable. The leads were replaced due to ineffective therapy. System was restored. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
Additional information was received indicating that surgical intervention was undertaken on (B)(6) 2023 wherein the patient's scs system was explanted, replaced, and therapy was restored.